Manufacturer narrative:
Bec field service engineer (fse) found the quick-disconnect fitting in the cap piercer waste line below the wash station were clogged and cleaned the fitting. This MDR reported is related to MDR#2050012-2011-03315 and MDR#2050012-2011-05061. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system has an ongoing problem with wash solution dripping from the cap piercer onto the sample tubes. Customer reported that no erroneous results were generated and no patient results were affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.